Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc (B)(4). Contact peron: (B)(4). The ventilator was investigated on site and the o2 gas module was replaced and returned for investigation. The reported fluctuation of the o2-concentration was not reproduced during our simulated use test of the returned gas modules in a ventilator. Evaluation of the received device logs shows that the matching event on november 13 14:25. If this condition occurs during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected and alarms will be activated to the condition. The root cause has not been fully established, but our conclusion is that it was likely due to the replaced nozzle unit inside the o2 gas module.

Event description:
Manufacturer ref. #:(B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact peron: (B)(4).

Event description:
It was reported that the ventilator alarmed for high o2 concentration. There was no patient involvement. (B)(4).